Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the during the product return investigation, the catheters had eye lengths above specifications.

Event description:
It was reported that during the product return investigation, the catheters had eye lengths above specifications.

Manufacturer narrative:
The reported event was confirmed. Six red rubber latex (urethral) catheters were returned opened in their original packaging. Two catheters' packaging had lot number ngdt3705. In the investigation, the catheters' eyes were measured and found to be out of specification. The root cause is due to a "machine error" during the eye punching process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." This would help to prevent the use of a defective catheter." . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.